Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Based on the analysis, the alleged touchscreen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, no text or graphics would display on the touchscreen, although the screen was illuminated. Additionally, it was reported that pump battery was observed to be depleting rapidly. Customer's blood glucose was 333 mg/dl. Reportedly, customer reverted to manual injections for alternate insulin therapy.